Event description:
The patient contacted lifescan in 8/05 and alleged that their surestep enhanced meter had missing segments on the display. During troubleshooting with the customer service agent, the patient verified that this was not a new product. Patient was not experiencing any symptoms at the time of concern. The last date of testing was 8/05 and the result had received was "13". Patient has not re-tested to see if the result was correct. Their blood glucose level was not checked on another meter. They did not received any medical attention or intervention. Based on the information provided, there is an indication that the product has malfunctioned since the missing segments issue was not resolved with troubleshooting. However, there is no information to suggest that the patient experienced injury due to the product. Therefore, this case is reported as a meter malfunction. A replacement meter was sent to the patient.